Event description:
The customer reported a user selected an incorrect concentration when programming the pca module and the pt received too much medication. The customer does not remember the medication name and programming info. There was no pt harm reported. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer stated that the product will not be returned and that they already know what caused the event. As a result, they are retraining their nursing staff and requested pca pocket guides and hang tags. Pca pocket guides and hang tangs are being provided. Because the device were not returned, we are unable to confirm the reported event or determine root cause.